Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the unit has a bag image. There is a possible crack in the lens. This occurred during the procedure. The unit was swapped out. There was no patient harm. No medical intervention required.